Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that the "auto-save" function was turned on. The customer was advised that the system was a gsp system and could only save 100 static images. The system operates as intended.